Event description:
Manufacturer narrative (provided by livongo) we were able to rule out external factors during troubleshooting with the member and confirm that the standard cuff size is the correct size for their arm.the device has not been returned for this investigation.should the device be returned at a later date, a supplemental report will be filed. Event description patient reported that due to readings that were 10 - 15 points high using the livongo blood pressure monitor, their prescription was changed, which caused the patient to become dizzy.the patients prescription was changed again to rectify the issue.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.